Event description:
The patient called and reported that she fell and had a seizure. During the discussion with the company representative it was discussed that the patient's seizures could be worsening. The patient then informed the neurologist's office of seizures and the neurologist elected to increase the patient's settings at that time. The nurse practitioner indicated that the patient's device was working. No other relevant information has been received to date.

Event description:
The patient's seizures were reported to be under good control. It was determined that the event resolved. No additional relevant information has been received to date.